Event description:
It was reported the anchor cracked and fell apart at the first 1/3 of insertion. The unretrieved anchor was stuck inside the bone. All loose fragments were retrieved. The anchor held and the surgeon felt it was secure although it was not fully seated when it broke. Bone was prepped prior to insertion with (B)(4) ( punch/tap for bio-corkscrew ft) & (B)(4) ( punch). It was also reported that all the fragments were retrieved, but the anchor was not fully seated. The doctor felt that it was secure as he completed the case. He did not implant another anchor on top of the broken one. This was a rotator cuff repair. The quality of bone was hard.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation, but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Complaint not confirmed. The anchor and anchor fragments mentioned in the complaint were not returned. Only the driver was returned. This device met all material specifications as received. The type of event may be caused by improper bone preparation and/or not inserting the implant co-axial to the bone tunnel. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Incorrect device returned.